Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to impact to the device. As a result, the pressure manometer was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. D3, g1, and g2 email is: regulatory.responses@icumed.com, d4: UDI (B)(4).

Manufacturer narrative:
Other, other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received on via email and attached to complaint. Unit was not in use at the time it was damaged and no patient was involved.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge broken and also needed preventative maintenance (pm). Patient involvement unknown.